Event description:
The surgeon was performing a laparoscopic bilateral inguinal hernia and was using the bard capsure permanent fixation system when this supply malfunctioned. The surgeon fired the stapler once before it starts to malfunction (unable to fire the stapler). The reference number is (B)(4) and the lot number is hugu0557 with the expiration date of 06/28/2024. The rn had to open another tacker for the surgeon to use for this case. FDA safety report ID # (B)(4).